Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during insertion to treat an atrial fibrillation (a fib) presented a leak and visible blood inside. Prepared sheath as usual. Sheath was inserted into the groin and advanced into the left atrium. Once dilator and wire were removed, physician was aspirating and had excessive air to remove. Sheath hemostatic valve was excessively leaking. The sheath was replaced for new one and issue didn't occur again. The procedure was completed without patient complications. The sheath was disposed.